Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer wanted to know how to get his pump replaced. Customer had a no delivery alarm yesterday and a button error alarm the day before that. Customer was just sitting at his desk when the error occurred. Customer reported that the no delivery alarm was resolved by an infusion set change. Customer did not want to return the set or reservoir for analysis. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer treated with a manual injection and kept the pump in her pocket. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.